Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the very tortuous, severely calcified and 90% stenotic distal left circumflex artery. The physician deployed a non bsc stent and then advanced the 3.5x8mm quantum maverick balloon to the stent and inflated the balloon. Then the physician inflated the balloon a second time to 16 atms and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different balloon. Pt status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.